Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-08975. It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced to dilate the lesion. However, during the first inflation at 16 atmospheres for 30 seconds, the balloon ruptured. The device was removed and another 6.0 x 40, 40cm mustang balloon catheter was advanced to dilate the lesion. However, during the first inflation at 24 atmospheres for 30 seconds, the balloon also ruptured. The device was completely removed from the patient's body. The procedure was completed with a 40/5.3/40 mustang balloon catheter. No patient complications were reported and the patient's status was good.